Event description:
According to the reporter, during a robot-assisted total cystectomy procedure, the device was plugged into a generator, but there was no seal. An activation tone, re-grasp alert, and end tone was heard, but there was no evidence of energy transfer. The jaws of the device was cleaned appropriately. Photos were provided and a small part of the device was chipped off. The device did not broke during the procedure and it did not fell into the patient's cavity, so no additional medical procedure was needed. Another device was successfully used with the same generator. There was no bleeding or any patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robot-assisted total cystectomy procedure, the device was plugged into a generator, but there was no seal. An activation tone, re-grasp alert, and end tone was heard, but there was no evidence of energy transfer. The jaws of the device was cleaned appropriately. Photos were provided and a small part of the device was chipped off. Another device was successfully used with the same generator. There was no bleeding or any patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robot-assisted total cystectomy procedure, the device was plugged into a generator, but there was no seal. An activation tone, re-grasp alert, and end tone was heard, but there was no evidence of energy transfer. The jaws of the device was cleaned appropriately. Another ligasure device was successfully used with the same generator. There was no bleeding or any patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 correction: d9 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted minor seal plate damage. Functionally, the device was detected and activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The device sealing performance was tested on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The sealing was adequate when the seal cycle reached end tone. It was reported that the device had no seal. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of seal plate damage. The product analysis noted evidence that the device was not used as intended. This issue may occur with the user inadvertently closing jaws on a hard/metallic object, and activating the device the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.